Event description:
The report received indicated that the intended procedure included treatment of lesion in the proximal and the distal right coronary artery (rca). The procedure began with the treatment of the distal lesion, the physician-encountered difficulties advancing dilatation catheters across the lesion; however, the lesion was pre-dilated. Then the 3.0x13mm cypher stent delivery system (sds) was advanced; however, when the sds reached the proximal section of the rca, the device got stuck and would not advance. Therefore, to obtain sufficient back up, deep seating and power position were conducted using a 7f brite tip guide catheter; however, the cypher still could not cross the target lesion. Therefore, the physician decided to retrieve the sds and conduct additional pre-dilation. However, when the sds was removed and the physician found that the stent had dislodged from the sds, approximately for an hour, the physician searched for the stent. The guidewire remained positioned distally in the rca, but the stent was not found on the wire. A coronary angiogram and intravascular ultrasound (ivus) were conducted but the dislodged stent could not be found inside the patient. Additionally, a dissection was identified at the proximal end of the proximal lesion; therefore, to treat the dissection another cypher was implanted. The dissection occurred due to the difficulty encountered with the devices while tracking the vessel. The procedure was finished; the patient recovered and no further complications were reported.

Manufacturer narrative:
Further information indicated that, to find the stent, the catheter was flushed repeatedly as it was possible the stent remained inside the catheter; however, the stent could not be found. Furthermore, it was indicated that during the procedure, the guidewire was inserted distally, and so the physician presumed that there was little possibility the dislodged stent was left inside the patient. The target lesions were heavily calcified, highly tortuous and presenting 90% stenosis. This product is not available for evaluation and testing. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-01555. Additional information will be submitted within 30 days upon receipt.